Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an scs system. The pt had not charged or used the system for two yrs. The pt had also gained weight. It was reported that the ipg would not charge. The pt is without stimulation. A complete revision is planned. No additional info is available at this time.